Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a replacement procedure was performed on (B)(6) 2016. Prior to the replacement, pacemaker settings were reprogrammed. Then the pacemaker was connected to the atrial lead, already implanted, and the pacemaker pocket was sutured. When the subject pacemaker was re-interrogated, it was found programmed with the nominal settings. It was therefore reprogrammed to the initially programmed parameters.